Event description:
It was reported that during implant the left ventricular (lv) lead could not be fixed well. After eight hours the physician discontinued the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).